Event description:
Received report of a clave port that did not re-seal and resulted in blood loss. It is reported that a patient had a peripheral IV line of saline infusing. The distal clave port had been accessed in order to administer a piggyback infusion of unspecified antibiotic. The antibiotic infused, and the piggyback tubing was disconnected. It was reported that at some later time, the patient notified the clinician that there was blood leaking out of the port. The estimated blood loss was approximately 75-100cc. The tubing was changed with no further problems. There were no reported adverse patient effects. The patient was reported to be stable and no additional labwork was deemed necessary. Upon closer examination of the tubing, it was noted that the center of the clave port was stuck down and did not re-seal. Additional information was requested, but no further information was provided.